Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker archived the returned device and provided the customer with a replacement device.the cause of the reported issue was a cracked and shorted capacitor c181 on the ui pcba.

Event description:
The customer contacted physio-control to report that their device had a white sreen after switching on when the device was opened for installation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white sreen after switching on when the device was opened for installation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.